Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a banding procedure performed on (B)(6) 2024. During the procedure, it only deployed two bands, and the rest of the bands would not deploy. The procedure was not completed due to this event and the physician just banded what he could. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.